Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device and could reproduce the reported failure phenomenon. As a result of the investigation, the reported phenomenon did not occur when omsc replaced the ac power source of the subject device. Omsc also found that the ac power source of the subjected device was used for 7 years and 4 months. Omsc surmised that this phenomenon attributed to degraded with the age of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device could not be turned on and the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.